Event description:
The customer alleged they received a questionable free prostate-specific antigen (fpsa) result for one patient on their e-module. The patient's initial fpsa result from an aliquot tube was 0.901 ng/ml. On (B)(6) 2013, the aliquot tube was repeated twice with results of 0.463 ng/ml and 0.499 ng/ml. Information on whether any of the results were reported outside the laboratory was requested but not provided. Information on whether the patient was adversely affected was requested but not provided. The fpsa reagent lot number and expiration date was requested but not provided. The field service representative went on site and performed various maintenance actions.

Manufacturer narrative:
The initial result of 0.901 ng/ml was reported outside of the laboratory. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The field service representative went on site. He changed the pinch tubing that had not been changed in accordance with the recommended changing frequency. He ran performance testing which passed. The quality control was ok.